Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged air detector. The air detector was replaced. The device then passed functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air sensor and downstream occlusion seal were both unattached and falling off. The event happened during testing.